Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer about an implantable neurostimulator (ins) implanted for spinal pain and lumbar radiculopathy . It was reported that the patient's previous implant would not hold a charge and it was just time to replace the ins. The patient reported that was all that happened. The ins not holding charge started 4-5 months before they had their device replaced. No medical or therapy problem was associated. No out of box failure was reported. No symptoms were reported. No further allegations/complications were reported.

Manufacturer narrative:
Corrected for implant date of (B)(6) 2013, and added explant date as well. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from patient was received. When asked the circumstance that led to the previous ins battery not holding charge, patient stated patient didn't know why the battery would not hold a charge, the doctor told patient this was typical. No further complication reported.